Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had burning in the pocket. This issue started to occur about one month prior to the report and was a sudden change. The burning in the pocket occurred when the stimulation was on or off. The burning was in the pocket and went down the patient's leg. The patient would put ice on the area and that would help with the burning sensation. The patient charged directly over the skin, usually while sitting. The patient had charged about 6 times since the implant and would get 6-8 coupling bars. The pocket visual appearance was good and there was no swelling or redness. The patient also had pocket irritation.